Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard device implanted on (B)(6) 2015 (device 2). An additional emdr will be submitted to represent the bard device implanted on (B)(6) 2013 (device 1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). On (B)(6) 2015 - patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). (B)(6) 2015 - patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 2). As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug(device #1). Per operative notes, ¿the external oblique was attenuated by the hernia. The cord and cord structures were dissected. Patient had a large direct defect with protruding preperitoneal fat. An extra large perfix plug(device #1) was placed and secured it to the surrounding tissue using sutures and then trimmed patch(device #1) to appropriate size and laid it over the top of the patch and brought the cut ends around the cord structures, and anchored it to the shelving edge of poupart ligament and superiorly to the transversalis. The two ends of the cut mesh were brought around cord structure and secured to each other.¿ (B)(6) 2015 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with implant of perfix plug(device #2). Per operative notes, ¿patient had a cord lipoma, and some protruding preperitoneal fat was coming through the direct defect around the previously placed mesh plug(device #1). The previous mesh plug(device #1) was densely adhered and scarred to the cord structures and the surrounding structures. The preperitoneal fat was reduced manually. An extra-large mesh plug (device #2) was placed over the space and secured it with numerous interrupted sutures superiorly to the transversalis, inferiorly to shelving edge of poupart's ligament, medially actually to the old mesh." Attorney alleges that the patient had adhesions, hernia recurrence, pain and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the perfix plug implanted to treat the patient's recurrent right inguinal hernia. Note, the manufacturing date (15-mar-2014) is considered to be a best estimate. This supplemental emdr represents the perfix plug (device #2). An additional supplemental emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.